Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, she had two sensors the cannulas were missing. The customer's blood glucose was not given. No troubleshooting was performed. The customer is not returning the device.